Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate mode switch was observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.